Event description:
It was reported that five years, one month, and nineteen days post a port placement through the left internal jugular vein via an echo-guided approach, the patient experienced fatigue during saline infusion and x-ray examination was performed which allegedly showed saline leakage in the subcutaneous tunnel. It was further reported that the catheter was allegedly broken. Reportedly, the catheter and port were removed, and a new device was implanted. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport slim implantable port attached to a catheter were received for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial compound break was noted approximately 4.5cm from the distal end of the cath-lock. The edges of the partial compound were noted to be uneven. The surface was noted to be granular in both regions with residue throughout. Upon infusion, a leak from the partial compound break on the attached catheter was observed while no dye water exited the distal end. Aspiration was attempted but was unsuccessful. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified wear and deformation issues. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five years, one month and nineteen days post a port placement through the left internal jugular vein via an echo-guided approach, the patient experienced fatigue during saline infusion and x-ray examination was performed which allegedly showed saline leakage in the subcutaneous tunnel. It was further reported that the catheter was allegedly broken. Reportedly, the catheter and port were removed, and a new device was implanted. There was no reported patient injury.